Event description:
The customer contact reported "flames" were noted coming from the battery door. The IV technician reported a strong odor of burning plastic coming from the IV room. It was reported that the device was on a cart in the IV room, unplugged and powered off. After the device was turned over, "flames" were noted coming from the battery door. The IV technician poured water on the device to extinguish the "flames". There was no reported adverse effects to the IV technician. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.